Event description:
The pt experienced increased seizures. The deep brain stimulator was found to be shut off at a clinic visit. It was believed that a metal detector shut the device off. No troubleshooting was done. The device was turned back on. The pt recovered without sequela. A follow-up report will be submitted if additional info becomes available.